Event description:
It was reported that the sales rep met with surgeon on friday and he was somewhat concerned about one of his pts that has a stryker mdm. The pt is a yoga instructor and frequently puts hip in max range of motion which causes a clicking sound. The surgeon says that the pt is not in any pain but the frequent clicking is rather annoying.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.